Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided in relation to the reported event. The information provided states there was a greater trochanter fracture that occurred during hip reduction. Images assessed, not sent to mmi for images are post on day 1 and show visible components and cable around greater trochanter. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient had an initial left total hip arthroplasty. During the procedure, the greater trochanter fractured upon hip reduction. A cable was placed to stabilize the fracture. No further complications were reported.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset. G2: foreign: united kingdom . Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.